Event description:
(B)(4). It was reported that stent thrombosis occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization. The target lesion was located in the proximal left circumflex (lcx) artery with 100% stenosis and was 36 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50x38mm promus element¿ plus drug-eluting stent. Following post-dilatation, residual stenosis was 0%. Eight days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, coronary angiography was performed and revealed a coronary artery stent thrombosis and the patient was hospitalized on the same day. Subsequently, the patient underwent target vessel revascularization (tvr). Three days post hospitalization, the event was considered as recovered/resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 100% coronary artery stent thrombosis was located in the proximal left anterior descending (lad) artery and was treated with percutaneous coronary intervention (pci).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).